Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated the meter issue began on (B)(6) 2014. The patient manages her diabetes with oral medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of ¿lightheaded¿ five minutes after the meter issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the correct test strips and testing technique were being used, the product was not being used for the first time and there was no evidence of product misuse. The patient confirmed that the error message did not recur when the power button was pressed; however, she was unable/unwilling to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of ¿lightheaded¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.